Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer misread the number of carbohydrates (carbs) listed on the food label, and accidentally entered 90 grams of carbs into the bolus menu instead of the 30 grams consumed. The customer delivered an additional 5 units than needed based off of the incorrect entry. Blood glucose (bg) level was 135 mg/dl, and the customer consumed an additional 25 grams of carbs to prevent an adverse event. During a follow-up call, the customer confirmed bg level was 168 mg/dl, and the customer was "doing fine".